Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an imager diagnostic catheter. Visual examination showed the tip was separated. The tip was returned and was approximately 5cm long. The device looked to have stretching damage from the strain relief to approximately 2.5cm distal. There were multiple areas of flattening. A kink was noticed approximately 14cm from the strain relief. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that catheter tip break occurred. An imager ii diagnostic catheter was selected for use to view the target lesion. During procedure, it was noted that the tip of the catheter broke off inside the patient. However, the detached portion was able to be snared quickly and remove from the patient. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter tip break occurred. An imager ii diagnostic catheter was selected for use to view the target lesion. During procedure, it was noted that the tip of the catheter broke off inside the patient. However, the detached portion was able to be snared quickly and remove from the patient. No patient complications were reported and the patient's status was fine.